Event description:
This is a report from baxter (B)(4) of a no flow. The patient was connected to a new 5-day infusor with 300ml of buscapina. White flakes inside the infusor were observed. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The condition of "no flow" was not confirmed. One sample was received containing approximately 35 ml of fluid in the reservoir. White flakes of drug precipitate were found floating freely within the fluid. However, no signs of blockage were visually observed. To verify the reported condition, the luer cap was removed. Upon removal, flow was readily observed at the luer. Batch review was conducted with no abnormality observed. (B)(4)